Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer stated that upon removal three or four u by kotex security super plus tampons out of each carton over the last couple months are falling apart leaving pieces inside. She is confident she removed the remaining pieces and did not seek medical attention. She stated that she is doing fine.